Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Mother reported the infusion tubing broke away from the luer lock on (B)(6) 2011. This caused blood glucose to elevated 20.2 mmol/l (363.6 mg/dl) at 5:30 a.m. The pt's last blood glucose before this event was 9.6 mmol/l (172.8 mg/dl), and that was taken before pt went to bed. The pt did not require assistance from a health care professional or second party to address the issue. Infusion set was requested for eval. Add'l details were not provided.